Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The failure analysis also observed indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke and the instrument stopped working. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.